Event description:
The manufacturer was contacted in reference to a everflo device. There was an allegation of broken cable. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During evaluation, the technician observed that the power cord was burnt. Upon review of the event, the service center has been instructed to return the device to the manufacturer product investigation laboratory (pil) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.